Event description:
It was reported that the past couple of times after insertion of connection screws in a nail, it is very difficult to remove the insertion handle. It takes a lot of effort and they have had to remove the insertion handle with a wrench and a screw driver. There has been no delay in surgical time. There was no consequence to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that one insertion handle for suprapatellar was received for evaluation with complaint category "does not/will not function: sticks/jams/stuck¿ and complaint description " it was reported that the past couple of times after insertion of connection screws in nail, it is very difficult to remove the insertion handle, it takes a lot of effort, more than it should; they have had to remove the insertion handle with a wrench and a screw driver. There was no delay in surgical time. There was no consequence to the patient. The sales consultant reported that they need this equipment at the hospital for use and will return it once the replacement devices are received. Sales consultant indicated that it could be an issue with the insertion handle or the connection screw. Both parts will be returned and both require replacement.¿ the returned insertion handle was received intact. The alignment tab showed signs of wear and damage. Product drawings ((B)(4) insertion handle, suprapatellar; (B)(4), insertion handle, suprapatellar; and (B)(4), rev b, barrel blank, suprapatellar ) were reviewed during this evaluation. No drawing discrepancies were identified. The design is determined to be adequate for its intended use and the complaint invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that orchid unique manufactured the cannulated connecting screw, p/n 03.010.404, and lot number u151522 on po #(B)(4) , for (B)(4) pieces delivered march 28, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 26, 2012, and synthes final inspection sheet #(B)(4), revision ¿b¿. The parts were released to the warehouse on april 13, 2012. Ncr #(B)(4) was issued april 3, 2012 for incomplete inspection; rework was performed to correctly document inspection; the ncr was closed april 10, 2012. The cannulated connecting screw was made to the synthes drawing p/n 03.010.404, revision ¿a¿, released on september 22, 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported at least one of the times the complaint issue happened was on (B)(6) 2014. It is unknown how many other times or when this happened before. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.